Event description:
It was reported that an insulation anomaly, high high voltage lead impedance, fracture, an insulation anomaly with possible externalized conductors, was suspected on the right ventricular (rv) lead. The rv lead was explanted and replaced. During the procedure, the surgeon was unable to advance the stylet past the clavicle. The rv lead was explanted and replaced. The patient was stable.